Manufacturer narrative:
(B)(4). A wallflex¿ biliary covered stent and delivery system was returned for analysis. The device was retuned not deployed. Visual evaluation found that the outer sheath was curved and was broken at the proximal end of the guidewire access port. In addition, the inner sheath was kinked near the break. Functional analysis found that it was possible to manually deploy the stent. No other issues were identified during the product analysis. The investigation concluded that the cause of the reported event and the noted device defects was most probably due to anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a wallflex biliary covered stent was to be used in the common bile duct to treat a malignant stricture due to pancreatic cancer during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. Reportedly, patient¿s anatomy was dilated prior to stent placement. According to the complainant, during the procedure, the catheter at the handle detached and the stent failed to deploy. The complainant confirmed that the catheter did not break at the guidewire access port. The stent was removed from the patient and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the outer sheath was broken at the guidewire access port.